Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. He stated he felt that it was due to a virus he had. Customer also stated that he had received a no delivery alarm each time he tried to deliver a bolus for the few days prior. He stated that his blood glucose levels had been fluctuating since he had been in the hospital and that the hospital staff did not allow him to use other insulin than what he was given. Customer was assisted in performing a fixed prime and stated that insulin did exit. The blood glucose reading at the time of the report was 264 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.